Event description:
The reporter stated the lens tray was opened and there was substance inside that looks like glue. The lens was not used.

Manufacturer narrative:
(B) (4). Evaluation: method: - work order search. Results: visual inspection of the returned product showed no visible damage to the lens. A work order search was performed and there were no similar complaints found. (B) (4).